Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic stomach intestine stoma back satisfied procedure. The stapler was able to fire but there was poor staple formation. Only two nails (staples), then it stuck. The distal end of the staple line was incomplete. Surgical intervention was required to avoid permanent damage. There was permanent injury and tissue damage as a result of the event. The stapling device was applied to the lower rectum cutting anastomosis, resulting in patients with low kisses. There was unanticipated tissue loss. The surgical time was extended by thirty minutes or more. The patient outcome is alive, no injury.